Event description:
Voluntary medwatch received states the patient's right ventricular (rv) lead had failed to capture and exhibited high capture threshold. The lead was capped and replaced. There were no patient consequences reported.